Manufacturer narrative:
We received the following information regarding this complaint has any patient been injured? [No]. Have all the broken parts been retrieved from patient¿s mouth? [Yes]. Has any further medical or surgical treatment been necessary after the event? [No]. How many times has the instrument been used before the event happened? [After using several files from the package, the doctor decided they no longer have strengths, and they to break more quickly compared to previously purchased tools of the same type] this is a follow up report for this additional information. Investigation results; customer complained following vdw manufactured product product v830327025008. Product name: hedstroemfiles, msa readysteel, wird steril. Lot 467260. Involved product that broke during use was not returned for investigation. No unused file was returned for investigation. Nothing unusual to report was found during DHR review. Nothing was changed in production process. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a hedstroem readysteel 25 mm 008 file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.